Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving morphine 10.0 mg/ml at 2.758 mg/day via an implantable inf usion pump. Indications for use included non-malignant pain and chronic low back pain.the patient has a history of hypertension. The patient's drug allergies include baclofen, quetiapine (from seroquel), and duloxetine (from cymbalta). On (B)(6) 2015 the patient started to hear something. The patient believed it was her pump. The patient heard it again on (B)(6) 2015. The pump was alarming or beeping. The pump was refilled the prior week. The patient was told she had 3 months left on the battery. No patient symptoms reported. Additional information received from a healthcare professional (hcp) reported the pump was analyzed when it alarmed and the hcp planned the patient's replacement as battery life was over. An operative report was provided to the manufacturer. On (B)(6) 2015, the patient's postoperative diagnosis and indication was noted as pump failure, chronic pain, morphine pump, battery expired. The patient's presenting complaint on (B)(6) 2015 included an empty pain pump. A procedure was performed on (B)(6) 2015 to replace the patient's pump. The procedure details noted that the pump alarm went off and the pump needed to urgent replacement. In pre-op, the patient had an IV placed and then administered a gram of ancef half an hour prior to the procedure. The pump had approximately 15 ml in the reservoir, which was aspirated and placed in the new pump. A new refill date of (B)(6) 2016 was provided. The pump pocket was irrigated with bacitracin solution. It was planned to give the patient a second dose of ic ancef and then the patient was to be discharged home with oral analgesic and oral antibiotics specified as keflex 500 mg q.8 hours for 10 days. Additional information was re quested to clarify the details related to the alleged pump failure and battery depletion. If additional information is received, a follow-up report will be sent.